Manufacturer narrative:
(B)(4). F information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, several days post-operative of laparotomy to explore the ovarian masses, the suture line on the incision was found to be rejected by the skin. Another several days after, part of the suture was rejected from the skin again. The suture was removed once again, but part of the suture was still visible under the skin.